Event description:
It was reported that while using plate mueller hinton ii agar 20 ea the customer observed biological contamination in the form of mold present . This event occurred 1 time. The following information was provided by the initial reporter: "this is a report about contamination of the media. According to the customer's report, mold was found on the media."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, sparks has been listed in sections manufacturer name, city and state and manufacturer site, and the sparks FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Additionally, retention samples from bd inventory were evaluated and foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using plate mueller hinton ii agar 20 ea the customer observed biological contamination in the form of mold present . This event occurred 1 time. The following information was provided by the initial reporter: "this is a report about contamination of the media. According to the customer's report, mold was found on the media."